Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder being out of phase. The device was received with scratched window and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed after having an MRI. The blood glucose reading was 207mg/dl. Assisted the customer with clearing the alarm. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.